Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and precision neo meter and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that the casing of adc meter was broken and the label with serial number was not seen on the meter as it was blurred and therefore a replacement product was ordered. On (B)(6) 2022, customer reported a delivery issue with the replacement order and therefore was unable to test. Customer became hyperglycemic and experienced symptoms of loss of consciousness and a fall, injuring their head. Customer was transported to the hospital where they complained of chest pain and was treated with insulin and pain medication. Customer was additionally diagnosed with pneumonia which reportedly worsened due to high glucose levels. There was no report of death or permanent impairment associated with this event.